Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd intima-ii¿ IV catheter the unit package was open, thus affecting sterility. The following information was provided by the initial reporter, translated from chinese to english: at 09:50 on (B)(6) 2023, the nurse was preparing to puncture with the closed vein indignant needle, when she found that the outer package of the closed vein syringe was damaged due to air leakage.